Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampons opening in half, falling apart [device breakage]. Case narrative: consumer reported via email that the tampons are falling apart. No injury was reported.

Event description:
Tampons opening in half...falling apart [device breakage] case narrative: consumer reported via email that the tampons are falling apart. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons opening in half...falling apart [device breakage] case narrative: consumer reported via email that the tampons are falling apart. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on april 20, 2022. An investigation is in progress for returned product received on may 23, 2022.

Event description:
Tampons opening in half...falling apart [device breakage] case narrative: consumer reported via email that the tampons are falling apart. No injury was reported.